Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02956, 3006705815-2020-02957, 3006705815-2020-02958, 1627487-2020-23153. It was reported that patient had infection at ipg and lead site. As a result, the scs system was explanted on an unknown date in (B)(6) 2019. Additional information received that patient infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.